Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips was informed that on (B)(6) 2018 during an ablation procedure the patient developed some kind of life threatening event that required the attention of the emergency response team. Therefore the doctor asked to push the ¿code blue emergency button¿ in order to get the emergency response team to start cardiopulmonary resuscitation (CPR). One of the persons in the cathlab pushed the emergency power off button instead of ¿code blue emergency button¿. This resulted in a shutdown of the system. The CPR was performed and patient was transferred to the or for a pericardiocentesis. The patient had made a full recovery after having the drain removed. There are no apparent side effects.

Manufacturer narrative:
Philips investigated this complaint and concluded that the system was working according the specifications. The performance tests and the analysis of the log files did not show any malfunction. According to the information collected by philips, the emergency power off (epo) button was pushed during the emergency situation with the patient and this tripped both the hospital circuit breaker to the system and the output breaker of the ups. This is expected when activating the epo button. When the breakers were reset the system worked as intended. The emergency power off (epo) button is not a function offered by philips and is not part of the philips system, but hospitals may install such an epo button in the room to remove the power of the system in case of emergency. To avoid recurrence, the customer held some internal training on the epo button and emergency procedures and also included a label indicating that when pressed all functions will be stopped. No further actions will be taken by philips.